Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction and cartridge alarm were cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 300 mg/dl to "high" on the continuous glucose monitor (cgm). Reportedly, the customer addressed their bg with a manual dose injection and reverted to an alternative method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.